Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing line adapter connected to the bag after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient is currently continuing treatment on the cycler. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation. A representative adapter sample is available to be returned.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. A visual inspection was performed, and no issues were found. A dimensional inspection was performed to actual samples using a digital caliper with acceptable results. The dimensional inspection was performed with acceptable results. In addition, a functional test was performed with the cycler machine and no leaks or disconnection of the apd adapter were noticed; the test was completed successfully. The report event could not be confirmed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications. There is no recall associated with this complaint file.